Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high pacing lead impedance. The lead could not be repositioned as the helix would not retract. The lead was not used, and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.